Event description:
Information was received indicating that a smiths medical pump failed the plunger travel test and had a motor rate error. There was no reported adverse events.

Manufacturer narrative:
Additional information received by smiths medical on 25 march 2021, that the unit failed during semi-annual maintenance.